Event description:
Pt was revised to address a retroverted cup, which was causing instability. Metal wear was also reported.

Manufacturer narrative:
The items were initially reported to be available for evaluation. Follow up attempts to retrieve them were not successful. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Pt x-rays were requested for examination, but we were informed that none would be provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.